Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for approximately three months the implant detection for a implantable cardiac monitor (icm) was initiated during pre-implant. The icm was not implanted. An inquiry for potential icm implant was received and response indicated the icm should not be implanted due to potentially misleading collected data, and no guarantee for icm longevity. No patient complications have been reported as a result of this event.